Event description:
Related manufacturer reference number: 1627487-2021-18590. It was reported the patient lost therapy due to lead fracture. The fracture was confirmed via x-ray. As a result, the lead was replaced to address this issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.